Manufacturer narrative:
Citation: aziz et al. Mortality prediction after transcatheter treatment of failed bioprosthetic aortic valves utilizing various international scoring systems: insights from the valve-in-valve international data (vivid). Catheter cardiovasc interv. 2018 nov 15;92(6):1163-1170. Doi: 10.1002/ccd.27714. Epub 2018 aug 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding mortality prediction after transcatheter aortic valve-in-valve (viv) implantations in failed bioprosthetic aortic valves. All data were collected from the valve-in-valve international data (vivid) registry which included 110 centers. The study population included 1,550 patients (predominantly male, mean age 77.8 years), 779 of which were implanted with medtronic corevalve or evolut r (no serial numbers provided). Among all patients, 78 all-cause deaths and 67 cardiovascular deaths occurred within 30-days of implant. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: difficulty crossing the surgical valve during transcatheter implant (55, 5.2%), vascular complications (47, 3%), major or life-threatening bleeding (94, 6.3%), major stroke (22, 1.4%), coronary obstruction (35, 2.3%), mild to severe aortic regurgitation, and permanent pacemaker implant (94, 6.8%). Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.